Event description:
This pt has a past history of bilateral total knees and a left total hip. Her left knee was replaced in 1998. The pt sustained a fall several months ago resulting in a laceration down to the prosthesis. This was subsequently debrided and closed. Since that time she has had aspirations of the knee due to numerous episodes of swelling. The pt complained of increased pain to the knee on activity and displayed a decreased range of motion and limited ability to perform adl's. The pt was admitted to the hospital for revision of the left knee prosthesis. Intraoperatively it was noted that there was polyethylene wearing postlateral position of the tibial insert and patella. The patella component and tibial insert were removed and replaced. The synovium showed thickening and a synovectomy was performed. Intraoperative cultures were obtained and reported negative for organism growth.